Event description:
Complainant alleged that during training by a zoll medical sales representative the device did not power up. Complainant indicated that there was no pt involvement in the reported malfunction.